Event description:
It was reported that after a da vinci assisted unilateral inguinal hernia procedure, the patient experienced a skin burn near to a port site. It is unknown if the patient required any medical interventions. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event; and was unable to reproduce the reported problem. A erbe est (electrical safety test) was performed and passed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.